Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece suddenly overheated. The handpiece was used normally during a bone dissection procedure. There was no troubleshooting performed and the case was completed since another drill was brought into the room. There was no patient impact.

Manufacturer narrative:
Analysis of the device found that the customer's complaint of excessive heat could not be verified. The pre-temperature test result shows ambient temperature is 74.3 and in 1 minute the handpiece temperature were t1-78.9 and t2-79.6. The unit operated within normal parameters. The handpiece was cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.